Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. The device has been removed from service and a replacement unit has been ordered. Through follow-up communication with the technician, livanova (B)(4) learned that the leak was likely leaking from a solder joint of the drain pipes but this could not be confirmed on site. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t leaking water underneath the device itself. This issue was identified during maintenance. There was no patient involvement.